Event description:
A surgeon reports folding difficulties during intraocular lens (iol) implant surgery when using iol delivery system. Enlargement of the incision was required. Additional information has been requested.